Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device, hand switch device and cable device only worked in reverse while being used together. As a result, there was a five minute delay in the surgical procedure. There was a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition as duplicated and confirmed. The assignable root cause was determined to be due to an electronic control unit assembly failure from immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.